Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6 . MDR section codes updated/corrected: a, b, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, tibial loosening, and patellar loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a legal notification, that the patient underwent a right knee revision surgery approximately 5 years 5 months post initial procedure. There is no other patient demographic or medical history available. Revision operative report-preoperative diagnosis: failed right total knee arthroplasty. Findings: massive osteolysis, loose tibial component. There was a tremendous amount of fluid about the knee consistent with known particulate disease and synovitis. There was osteolysis about the femoral implant, there was an are tunneling into the posterolateral femoral condyle, this was debrided. The tibia was grossly loose with a large defect within the medial tibia. There was additional bone loss posterolaterally which created a cortical defect in the posterolateral through which muscle came through. The medial side was absent good bone. The patella was grossly loose and was removed. ¿the patient was taken to the postanesthesia care unit in stable condition. He tolerated the procedure well. There were no immediate complications.¿ there is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H10. Related: MFR #1038671-2023-00155 report 1 of 3. MFR #1038671-2024-02186 report 2 of 3. H11. Additional manufacturer narrative- report 3 of 3. D10. Concomitants: 1332936, 204-26-13 - ps tibial inserts sz 6, 13mm 2754855, 02-012-45-6060 - lgc tibial fit tray cem sz 6f / 6t 3553937, 204-34-04 - fluted stem extension 40l x 14 mm 3703978, 204-70-00 - tibial stem ext. Screw 2057579, 234-03-06 - optetrak asy,ps cemented femoral, sz 6. H3. The revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the devices and the bones, which led to aseptic (non-infected) loosening. The extent and root cause of the osteolysis, loosening, and prosthesis wear could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. The risks documents were reviewed, and the risk is captured. The occurrence rate is ¿very low,¿ and the identified risk related to this failure is listed in the product labeling. The DHR for this patella was reviewed, and all components were accepted with conformance to the device requirements. The occurrence rate is very low; therefore, this does not appear to by a manufacturing issue. These devices are used for treatment not diagnosis. There is no additional information available.